Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Spoke with patient on phone today (B)(6) 2022. Patient states his primary was done in munster, in on (B)(6)2019 with depuy implants. He has now had a revision on (B)(6) 2022. He states the tray was tilted and prior to the revision, he had pain and difficulty walking. Part/lot provided of the femoral and insert are below. He did not have any information regarding the tray. He then requested compensation and his information has been forwarded to legal (see (B)(4) legal notification). He was also provided the contact information of the legal paralegal. He has no further needs at this time. Doi: (B)(6) 2019. Dor: (B)(6) 2022. Unknown side.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Upon further review, it has been determined that there is no allegation against the device, no reportable event as the surgeon elected not to revise the femoral component. Further updates will only be provided if additional information is received that changes the regulatory determination.